Event description:
The customer reported an inability to acquire a 12 lead ECG during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported an inability to acquire a 12 lead ECG during a pt event. There was no negative pt impact. The device and accessories were sent to the philips bench for eval. The issue could not be reproduced. The device passed all testing and was returned to the customer. The reported symptom could not be reproduced, we are therefore unable to determine the cause.